Event description:
The report company received from the field indicated that the balloon could not be prepped as it was aspirating air. There was no injury to the patient. The product has been returned for evaluation and testing, however, the failure analysis report has been completed.